Event description:
It was reported that the atrial lead had no sensing, would not pace and had high threshold. Fluoroscopy showed that the lead had dislodged. During the explant of the lead, it was discovered that both the atrial and right ventricular leads were actually twiddled together. The right ventricular lead was tied in a knot due to the patient's twiddling. Both leads were subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the full lead was returned and analyzed and no anomalies were found. However, the inner insulation of the lead was extrinsically breached due to a tear. The outer insulation of the lead was extrinsically breached due to a tear. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead indicated stretching. (B)(4).